Event description:
Consumer states she had toothbrush bristles stuck in her gums. It is also very inflamed and has a small hole in the gum tissue. When she was brushing her teeth, as she was holding it on her teeth, she moved the toothbrush and it poked the gum. She moved the toothbrush away and pulled bristles out of her gums and saw it was from her toothbrush. It didn't bleed too much but it caused some irritation. Her doctor recommended to go to diamond clean as a resolution.